Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed invalid data due to an unsuccessful transmission. The ICD remains in use. The parameters were re-entered where missing data was identified. No patient complications have been reported as a result of this event.